Event description:
Medical assistant (ma) gave this patient influenza (identifier redacted) vaccine injection. After patient received injection, the ma was going to secure the needle with the safety syringe. As she was doing this the influenza syringe snapped in her hand.